Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated ( >500 mg/dl) and a1c level was elevated from 8.3 to 10+. Reportedly, health care provider (hcp) believes that elevated bg may have contributed to multiple strokes the customer has had in the past month. Customer has treated elevated levels by delivering boluses via the pump and was hospitalized for the strokes. Customer is also consulting with hcp to manage bg levels.